Manufacturer narrative:
Section h11: please disregard as this case has been found to be a duplicate of the following; 1038671-2012-00010, 1038671-2012-00011, 1038671-2012-00012, and 1038671-2012-00149.

Manufacturer narrative:
Type of reportable event: pending evaluation. Concomitant medical products: optetrak logic tibia ps modular insert, sz 5, 11mm (cn: 02-012-35-5011; sn: (B)(4)).

Event description:
Index surgery: (B)(6) 2010. The plaintiff/patient alleges the implanted device failed and caused him bodily injury, some of which may be permanent in nature, suffered pain and emotional distress, and required additional surgical procedures to remove the defective device. The patient was revised on (B)(6) 2011.